Event description:
Related manufacturer reference 3005188751-2015-00086, 3005188751-2015-00087. During an atrial fibrillation ablation procedure, an air embolism occurred. Transseptal puncture was performed and three swartz braided transseptal introducers were placed in the left atrium. Catheters were advanced through each and geometry was created. Prior to ablation, st elevation was noted and the patient became hypotensive. Coronary angiography revealed an air embolus with total occlusion of the right coronary artery and the patient developed ventricular tachycardia with subsequent cardiac arrest. Cardiopulmonary resuscitation was performed and air was aspirated from the left atrial appendage, which stabilized the patient.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported air embolism could not be conclusively determined. Per the IFU, air embolism is a known risk during the use of this device.